Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: · tyvek or thermoform sticking: observed difficult to open on the videos attached.

Event description:
Sales representative on behalf of healthcare professional reported "the packaging on these implants was very difficult to open. The account tried the shake method and to squeeze the outer packaging of the plastic to get it out." Record is for right side. Device remains implanted.

Event description:
Sales representative on behalf of healthcare professional reported "the packaging on these implants was very difficult to open. The account tried the shake method and to squeeze the outer packaging of the plastic to get it out." Record is for right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "the packaging on these implants was very difficult to open. The account tried the shake method and to squeeze the outer packaging of the plastic to get it out."